Manufacturer narrative:
Medwatch with identifier (B)(6) is vial 1, medwatch with identifier (B)(6) is vial 2. It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following blood glucose results within 10 minutes: 44 mg/dl, 132 mg/dl, 142 mg/dl. Two vials of the same lot number were used for the results. It was not reported which results were from which vial. No adverse events reported. Replacing and returning meter and both vials of strips.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired prior to being returned.